Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 499 mg/dl, and a low bg of 39 mg/dl. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer was not available for tandem technical support to troubleshoot the issue. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.